Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent was reported via phone call that they were hospitalized and visited to emergency room due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021 customer¿s blood glucose level was 400 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin drip high blood glucose level. It was unknown that auto mode feature was active at the time of high blood glucose event. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.